Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report, the device was explanted due to the active electrode having migrated post-operatively out of the cochlea. CT scan confirmed the active electrode array to be located in the eustachian tube. This is a final report.

Event description:
It was reported that the patient had the initial activation appointment. When the channels were stimulated, the patient did not hear and did not perceive sound or pitch, only pounding or pulsing in his ear. The patient was prescribed antibiotics/steroids due to excessive swelling around implant site. As per new information received, the patient still does not hear pitch or tones on any of the electrodes only a pulsing sensation. The patient is unable to understand speech. No pain or discomfort when wearing device is reported. A CT scan shows that the electrode is in the eustachian tube. The patient was explanted of this device.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had the initial activation appointment. When the channels were stimulated, the patient did not hear and did not perceive sound or pitch, only pounding or pulsing in his ear. The patient will be having antibiotics and possibly steroids due to excessive swelling around implant site. As per new information received the patient still does not hear pitch or tones on any of the electrodes _ only a pulsing sensation. The patient is unable to understand speech. No pain or discomfort when wearing device is reported. A CT scan shows that the electrode is in the eustachian tube. The patient was explanted of this device on (B)(6) 2015.